Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 443 mg/dl, 134 mg/dl, 213 mg/dl, and 129 mg/dl. Customer felt the reading of 443 mg/dl was too high as he was experiencing hypoglycemic symptoms of dizziness. Customer was able to eat lunch on his own and felt better. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.